Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. The dialyzer was returned without the prepacking pouch. The dialyzer fibers were wet with visual evidence of blood exposure. Coagulated blood was noted beneath the cavity ID end screw flange and between the threads of the cavity ID end screw flange. Gross visual examination of the sample identified a thin, semi-translucent particulate situated between the potting cut surface and the o-ring cavity ID end at approximately 40 degrees (with the dialysate ports at 0 degrees). The dialyzer was subjected to a laboratory external leak test where the sample was submerged in water and pressurized incrementally. A leak was observed in the form of a steady stream of bubbles originating at the threads of the cavity ID end screw flange at 5.0 psi. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed to be an external leak w/blood leaking from the arterial compartment of the dialyzer. The machine did not alarm. Test strips were used to confirm the leak. Estimated blood loss was 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/a new set-up on a different machine. Sample is available for manufacturer evaluation and has been requested.